Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the loss of capture and p-wave amplitude variation event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, loss of capture and p-wave amplitude variation was noted on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.